Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic anterior resection, when trying to divide the rectum, the stapler was not able to fire. The first stapler was opened and loaded with a reload. The stapler was closed over the rectum, the green button was depressed, the handle came forward ready to fire, and the handle could not be closed to fire the reload. They opened a second stapler, exactly the same process with the stapler not being able to be fired. The same reload was tried again. Another stapler was opened and the reload was changed. The third attempt worked fine with new gun and reload. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.